Manufacturer narrative:
Date sent to the FDA: 06/23/2021. Additional information: d4, h4, h6. Additional h6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number am4263, and no non conformances / manufacturing irregularities were identified. Additional information was requested, and the following was obtained: where was the needle grasped during use? What was the size of the needle used?- - grasped during . : it was held with a fine-tipped portfolio. 1/3 was held proximally. Was the 2/3 of the needle broke and remained in the patient¿s body? - yes what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?- normal were x-rays performed to localize the needle piece? And when? - no in what structure/location was the needle piece retained? - pelvic abdominal tomography was taken date: 05.03.2021; cervix st :09:00 10:00 level please provide details/findings of surgical intervention. - please provide details/findings of surgical intervention response: - an incision was made with a no :11 scalpel at the column level at 10:00, then the needle piece with the tip of which was visible was grasped and removed. The incision area was sutured with a 2-0 vicryl. Was additional dissection required in other organs/tissues other than the target tissue?- no what was the size of the retain piece of the needle retrieved?- needle with the size in the picture I sent you were all pieces of broken needle retrieved?- yes what is the physician¿s opinion as to the etiology of or contributing factors to this event?- the needle was flimsy what is the patient¿s current status?- patient's condition is good will the device be returned? If yes, please provide date and tracking information?- no the following information was requested, but unavailable: the patient demographic info: age, gender, weight, and medical history? Date of initial (ovum pickup ) surgery? What instruments were used to grasp the needle? When was the second surgery for the removal of retained needle piece performed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, and medical history? Date of initial (ovum pickup ) surgery? What instruments were used to grasp the needle? Where was the needle grasped during use? What was the size of the needle used? Was the 2/3 of the whole needle broke and remained in the patient¿s body? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were x-rays performed to localize the needle piece? And when? In what structure/location was the needle piece retained? When was the second surgery for the removal of retained needle piece performed? Please provide details/findings of surgical intervention. Was additional dissection required in other organs/tissues other than the target tissue? What was the size of the retain piece of the needle retrieved? Were all pieces of broken needle retrieved? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? Will the device be returned? If yes, please provide date and tracking information?

Event description:
It was reported that the patient underwent an ovum pickup procedure on unknown date and the suture was used. During the procedure, after passing the cervix, while sewing the cervix and its surroundings, in the second suture, it was noticed that 2/3 of the needle tip was broken and remained in the patient. The patient had to be operated for the second time. Additional information has been requested.